Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that it is unknown when the short circuit began. The patient told the hcp that it happened during a revision, but the hcp did not have records of that. There were no actions taken to resolve the issue as it is not affecting therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The rep reported that the patient had a short on contact 1/3, with an impedance measurement of 9 ohms. The rep reported that longevity calculations were found to be: 1. C+1-, 4.9v/200pw/125hz, therapy impedance: 936 ohms 2. C+2-, 4.9v/200pw/125hz, therapy impedance: 632 ohms eri: 4.03 months, and eos: 7.03 months. No patient symptoms were reported. No further patient complications have been reported as a result of this event.